Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to toggle between universal surgical manipulator (usm) 1 and usm 2 during an unspecified bleeding event and had to convert to an open procedure in order to address it. Operating room staff called technical support after the procedure. The technical support engineer (tse) noted that arms 1 and 2 were not disabled and that the left-hand control was assigned to arm 1. There were no associated errors in the logs at the time of the call. The tse recommended a reboot of the system. The customer rebooted the system after the procedure and confirmed the issue was resolved. The procedure was converted to an open procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to reboot the system. An isi field service engineer (fse) reached out to the site's robotics coordinator and confirmed the issue was resolved after the system was rebooted. The system had been used in subsequent cases without issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.